Manufacturer narrative:
Based on the information available and analysis conducted, the cause of the reported problem was a hardware communication issue. The reported problem was confirmed. Based on the information available and results of additional analysis, further action has been initiated. A review of the risk management file was performed by the equipment manufacturer, schiller. Tempus ls risk analysis- schiller qms, version 18 and tempus ls risk management plan - tempus ls - schiller qms, version 13 were referred to when the decision was made to make the event reportable. The device will be replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Type of reported complaint from product problem to serious injury.

Event description:
It has been reported to philips during a case today, pacing of patient the ls stopped pacing. He then gave a pop-up screen that there was a hardware failure. After several attempts to start pacing again, it was going to work again. Pop-up screen, however, remained in the image. Consequences patient: postponed and/or delay in the treatment.